Event description:
A patient received three appropriate shocks during vf. Arrhythmias one were not converted to a slower rhythm. One additional was delivered. Nsvt contributed to the false detection. The response buttons were not pressed during the event.the patient is to receive an ICD. The patient did seek medical attention.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment.